Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the same cartridge. Technical support instructed the customer to call back for troubleshooting if an active fill estimate issue occurred and to contact them when changing cartridges.